Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the reload was fully fired with the interlock engaged, and had damage to the cutting edge of the knife blade. Functionally, the reload was loaded into a representative handle. The interlock was overridden and the reload was applied to test media. All remaining staples were placed, and test media was transected. The interlock was tested and found to function properly. It was reported that the device initially fires, but failed to complete the firing cycle, and was difficult to unload. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: the device had damage to the cutting edge of the knife blade. Visual analysis noted the device had damage consistent with application over an obstruction. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: when positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, in the second lower third of stomach reload firing, the black reload could not complete the firing. The reload fired 3/4, about forty five millimeter (45mm) before stopping and timing out due to excessive force. Since the jaws locked on tissue, the surgeon did manual reset by holding both firing buttons simultaneously for five to ten seconds. After that the jaws opened up. The reload was removed and the extra long adapter were reattached. A new sixty millimeter reload was used but once again the reload stop firing as it passed over joint from previous staple line plus the thick tissue. It was noted that the reload was difficult to remove. Additionally, another reload did not continue firing. To resolve the issue, a manual handle with new reloads of the same size was used to complete the case. There was no patient injury.

Manufacturer narrative:
Concomitant medical products: sigphandle (sig power sigphandle handle, serial number: (B)(4)); sigpshell (sig power sigpshell control shell, lot number: unknown); sigadaptxl (sig power sigadaptxl linear xl adapter, serial number: unknown); sigtrsb60axt (sigtrsb60axt 60mm xtr thk reinforced rel, lot number: n2g0727y); sigtrsb60axt (sigtrsb60axt 60mm xtr thk reinforced rel, lot number: n2g0727y). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.